Event description:
Surgeon was using the focus harmonic on this case and when he was using it the hand piece made a buzzing, angry noise. Then the machine beeped. Then it defaulted. So we took the hand piece off the cord and re-hooked everything to the machine and it kept saying default instrument and it kept making a hissing sound. We took the handpiece off the field and cord and got all new ones up. The machine is working fine now.